Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended to hover the wand in a circular motion and rebooting the programmer. Ts confirmed the programmer was compatible with the device and referred the health care professional (hcp) to the local field representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the programmer potentially had issues with the wand position and caused the interrogation difficulties with this pacemaker. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and non return product analysis was performed: the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. It can be concluded that unknown factors most probably contributed to the event.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended to hover the wand in a circular motion and rebooting the programmer. Ts confirmed the programmer was compatible with the device and referred the health care professional (hcp) to the local field representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service.